Event description:
It was reported that during nava (neurally adjusted ventilatory assist) mode of ventilation, the edi catheter tip was found frayed on x-ray. There was no patient harm. Manufacturer's ref : (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
The only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure. It was reported that the edi catheter was fraying. No part was returned for investigation. Given this, we have not been able to confirm the problem nor can we identify any root cause. H3 other text: 4119.